Event description:
It was reported that a registered nurse (rn) discovered a fluid leak on the inside of the cassette door of their cycler during drain 3 of 3 of peritoneal dialysis (pd) treatment. The rn reported receiving an air detected in cassette alarm during drain 3 of 3 of treatment. Fluid was discovered in the pump module area and on the external of the cassette. The cause of the leak is unknown. The rn was advised to continue the use of their cycler and follow up with the peritoneal dialysis nurse (pdrn). A new cycler was issued to the clinic. It was reported that an alternate treatment option was available. Upon follow up, the rn confirmed the reported event. The rn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The rn stated that the patient was able to complete peritoneal dialysis treatment using a stat drain in the absence of the cycler. The rn confirmed that the clinic has not yet received the replacement cycler. The rn confirmed that the old cycler is available to be picked up and returned.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment and behind both mushroom heads, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a system air leak test and valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid on the bottom cover underneath the pump assembly. Hp2 was found to be clogged with fluid. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a registered nurse (rn) discovered a fluid leak on the inside of the cassette door of their cycler during drain 3 of 3 of peritoneal dialysis (pd) treatment. The rn reported receiving an air detected in cassette alarm during drain 3 of 3 of treatment. Fluid was discovered in the pump module area and on the external of the cassette. The cause of the leak is unknown. The rn was advised to continue the use of their cycler and follow up with the peritoneal dialysis nurse (pdrn). A new cycler was issued to the clinic. It was reported that an alternate treatment option was available. Upon follow up, the rn confirmed the reported event. The rn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The rn stated that the patient was able to complete peritoneal dialysis treatment using a stat drain in the absence of the cycler. The rn confirmed that the clinic has not yet received the replacement cycler. The rn confirmed that the old cycler is available to be picked up and returned.